Event description:
Patient presented to the physician with migration of the stimulation lead, which had protruded through the platysma and was approaching the skin at the neck incision site, posing a risk of erosion. Physician brought the patient into the or, removed scar tissue from the stimulation lead, provided additional slack, repositioned the lead beneath the submandibular gland, and closed the incision.